Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's blood glucose levels were 49 mg/dl and 370 mg/dl and 591 mg/dl range. The customer reported that they treated high blood glucose level with insulin pump. The customer reported that they experienced nausea and stomach pain as a symptom of high blood glucose level. The customer reported that it was the insulin sets that caused her blood glucose to go up because when she tried using a new infusion set. The insulin pump will not be returned for analysis.